Event description:
A customer observed lower than expected vitros valp results for multiple patient samples processed on two vitros 5600 integrated systems. Values of 43.2 and 43.5 ug/ml were obtained for patient 1 versus the expected value of 76 ug/ml. Values of 47.1 and 44.3 ug/ml were obtained for patient 2 versus the expected value of 73 ug/ml. Values of 31.1 and 30.3 ug/ml were obtained for patient 3 versus the expected value of 54 ug/ml. Values of 39.6 and 37.5 ug/ml were obtained for patient 4 versus the expected value of 71 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected vitros valp patient results were not released from the laboratory as they were obtained as part of a (B)(4) study. There was no report of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros valp results were obtained for multiple patient samples processed on two vitros 5600 integrated systems. No instrument or reagent malfunction was identified, and the issue appeared to be isolated to the patient samples in use. When the correlation study was repeated using an alternate set of patient samples, acceptable vitros valp results were obtained. A definitive root cause could not be determined. However, a sample related issue could not be ruled out as a contributing factor. The root cause of this event is unknown.